Event description:
(B) (6) medical clinic reported that an employee experienced a burn on the back of her hand after coming in contact with one or more ingredients of steris 20 sterilant concentrate, which is used in the steris system 1 sterilizer. According to the customer, the employee was in the process of placing the aspirator probe into a cup of steris 20 sterilant when powders (and possibly liquid) from inside the cup somehow came into contact with the back of her hand. The employee was not wearing any ppe at the time of the incident. She reported blisters on the back of her hand that were diagnosed as a second degree burn. She was treated and released by the ER and returned to work the next day. She reportedly, had a follow up visit with her personal doctor.

Manufacturer narrative:
It is not clear- and perhaps even inconsistent-- from the clinic's description of the event how powders (or liquid) could have ended up on the back of the user's hand in the manner described. The steris 20 sterilant cup is designed to permit safe insertion of the aspirator probe without the release of ingredients from inside the cup (e.g., powdered buffers and liquid peracetic acid) when used in accordance with the label's handling precautions and instructions. Unfortunately, the cup involved in the event was not available for inspection, because it was discarded by the facility. Steris's investigation revealed that the steris 20 product was within its expiration date, and retain samples of the lot were verified to be within specification. Steris will provide the customer with add'l in-service training in light of the inconsistencies noted above and the reported failure to follow label instructions regarding the wearing of ppe when handling steris 20.